Manufacturer narrative:
(B)(4) - device has not yet been received for evaluation. If device is received, an investigation will be completed and a follow-up will be submitted. (B)(4).

Event description:
According to the end-user: we have had an incident involving the d-lite sensor in the monitoring pack (not a carefusion product). It has been reported to us that we had a major incident with a patient where ventilation proved difficult. It seems it was due to a rather large crack in the sensor. On this occasion, I have both the affected d-lite sensor, which came from the spirometry pack code 8004382 within the whole weekly circuit change pack pn 2066479-024 as well as a whole, unopened, pack from the same lot number, namely 165042. On this occasion, a new weekly change circuit had been used without incident on the first patient, but on the second patient a leak failure was noticed. No other known reasons for the test failure have been determined but on the patient side on the d-lite sensor, the inner connection ring the plastic has broken. A replacement d-lite sensor was used and the case proceeded as planned.

Manufacturer narrative:
Follow-up MDR submission: based on the investigation, the reported crack problem cannot be duplicated from the manufacturing process. Customer confirmed the probable cause was the end user did not properly store/care for the device. Confirmed on (B)(6) 2017 "customer confirmed the cause for the breakage was poor storage on a metal protrusion when between use that flexed the plastic and caused the splitting, rather than anything attributed to the integrity of the product for normal use."